Event description:
Inconsistent delivery reported over the months of november-december. The pump was in home use to infuse tpn at 100ml/hr over 10 hours. The patient's family reported several times where the i.v. Container finished early, and several times where there was still solution left in the bag at the expected end infustion time. The pharmacy does tpn admixtures by hand. They increased the total volume in the container when the initial report of the infusion completing early was received. The infusion then completed as expected for several days. Over the next several days, the family reported the infusion container was not empty at end infusion time. The family suspects the pump to be delivering at inconsistent rates. The patient has been on tpn therapy for years, but the pump is new to them. The reported problem did not cause any adverse patient effects.